Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was powerbroken (ran in the load position), overheated and was making a loud unusual noise. It was further observed that the locking components were worn out and the driveshaft was broken. It was determined that the broken driveshaft caused the loud noise and the overheating. It was further determined that the worn out locking components was the reason the device ran in the load position. It was also noted that the broken driveshaft was consistent with excessive force being used during use. It was determined that the worn out locking component was consistent with attempting to run the device in the load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the knurled knob would not secure on the motor device. During in-house engineering evaluation, it was observed that the device was powerbroken (ran in the load position), overheated and was making a loud unusual noise. This event was not in relation to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.